Event description:
It was reported: (B)(6) 2002 ¿ per the physician¿s notes, the patient reported a work injury to his lower back and shoulders. On (B)(6) 2002 ¿ per the physician¿s notes, the patient was seen and was diagnosed with lumbosacral pain, presumably muscular skeletal in nature. On (B)(6) 2002- per the physician¿s notes, the patient had a lumbar MRI which showed multilevel degenerative disc disease and facet disease with a prominent disc protrusion of the right at l5-s1 with degenerative facet disease with a resultant impingement of the right s1 nerve root. On (B)(6) 2002 ¿ per the physician¿s notes, the patient consulted a neurosurgeon who noted mechanical back pain with significant degenerative disc disease, discussing treatment options. On (B)(6) 2003 - per the physician¿s notes, the patient consulted due to continued lower back pain. Dr. Performed a qualified medical evaluation at the request of the defense. Patient complained of lower back pain and numbness to right site. On (B)(6) 2003 ¿ per the physician¿s notes, the patient retuned to see dr. Due to worsening back pain and leg numbness. On (B)(6) 2003 - per the physician¿s notes, the patient had a MRI which showed decreased posterolateral protrusion l5-s1, compared to the b)(6) 2002 MRI, no changes. On (B)(6) 2003- per the physician¿s notes, the patient underwent surgery consisting of a bilateral l3-l4 laminotomy foraminotomy at the nerve root decompression, bilateral l4-l5 laminotomy foraminotomy with nerve root decompression and bilateral l5-s1 laminotomy foraminotomy with nerve root decompressions. On (B)(6) 2003 ¿ per the physician¿s notes, the patient had a lumbar sacral CT ¿ post operative changes seen. No definitive abnormalities. On (B)(6) 2003- per the physician¿s notes, the patient had a lumbar MRI, post multilevel laminotomy with some enhancing post-surgical changes, no significant compromise noted in neural canal. On (B)(6) 2004 - per the physician¿s notes, the patient was seen by dr. For lumbar facet injections. On (B)(6) 2004 - per the physician¿s notes, the patient was seen for continued complaints of back and leg pain. On (B)(6) 2005 ¿ the patient was seen for an orthopedic exam in regards to his back condition and also in regards to his bilateral shoulders, elbows and wrist condition. Patient complains of pain in his lower back and pain in both legs radiating to his right thigh to ankle. He also has numbness and tingling in his left thigh. The right leg feels weak. On (B)(6) 2005 - per the physician¿s notes, the patient had a lumbar spine CT scan and myelogram- impression ¿ grade I spondyloslisthesis at l4-l5. Moderate to severe degenerative joint disease involving the facets. No focal disc protrusions. There is mild circumferential bulging. Grade I spondylolisthesis at l4-l5. On (B)(6) 2005 - per the physician¿s notes, the patient was seen by a dr for an evaluation of back pain. Impression ¿ chronic lower back pain with instability without obvious radicular change. Evidence of old l5 radiculopathy on the right, which is now stable. Traumatic meralgia paresthetica at the time of accident on the left with residual numbness over the sensory territory of that nerve and transient sensory change with transitions to standing on the right. On (B)(6) 2005- the patient underwent a redo of l4-l5 and l5 -s1 decompressions with a posterolateral and interbody arthrodeses with spina l instrumentation to treat recurrent l4-l5 and l5-s1 stenosis with instability and radiculopathy. Used rhbmp-2/acs and telamon p -vbs. Postoperatively he had some significant dysesthesias which were controlled with neurontin. Medications on discharge included percocet, ms contin, neurontin, lexapro and iron. On (B)(6) 2005 - per the physician¿s notes, he examined patient ¿ dx lumbar sprain with radiculopathy. On (B)(6) 2006 - per the physician¿s notes ¿ no significant change. No loosening of hardware. Grade 1 anterior subluxation of l4 on l5 which is without significant change. On (B)(6) 2006 - per the physician¿s notes, the patient sees a dr. For pain management. On (B)(6) 2006 - per the physician¿s notes, the patient had a neurology consult¿ status post l4-s1 fusion, solid on xr, degenerative disc disease, chronic low back pain. On (B)(6) 2007- per the physician¿s notes, the patient had MRI of lumbar spine ¿ mild degenerative disc disease lumbar spine. Some foraminal and mild spinal stenotic changes. Some degree of foraminal stenosis may remain present. Some scarring, particularly at l5-s1, minimal anterolisthesis of l4-l5. On (B)(6) 2009- pt evaluated by (B)(6) program, a multi-disciplinary team approach to pain management. On (B)(6) 2007- the patient was seen for back pain recheck. Reports still in pain. On (B)(6) 2007- the patient was seen with continued complaint of back. On (B)(6) 2008 - the patient was seen for an orthopedic exam in regards to his back condition and also in regards to his bilateral shoulders, elbows and wrist condition. The patient reports having more pain instead of less. He has aching in both shoulders and elbows. His back pain is deep, dull, sharp, ice pick type pain, right and left side equally in his lower back to his buttocks. He reports numbness and tingling in his thigh to his calf. Dx- lumbar strain. Right lumbar radiculopathy. Chronic pain syndrome. On (B)(6) 2009 ¿ there is a report from a physician stating he believes the patient¿s depression and/or anxiety are industrial in nature. On (B)(6) 2009 ¿expert medical review conducted by a psychiatrist. He reviewed medical records and was in agreement that 80% of the psychiatric disability should be apportion the injury of (B)(6) 2006 and that the remaining 20% of the psychiatric apportioned to the bilateral shoulder injuries and lumbar spine cumulative trauma injuries to (B)(6) 2003. On (B)(6) 2010 ¿ patient is orthopedically evaluated. Patient is off morphine. He is still in pain but cannot tolerate side effects of morphine. He has stable shoulder discomfort. He continues to have sharp ice pick lower back pain mostly in the center of back and radiating to the right more than left. He feels intermittent numbness and tingling. He has mental health issues and sleep disturbances.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.